Event description:
The patient reported his insulin infusion sets were not working properly a few weeks ago. He stated his blood glucose readings would be as high as 500 mg/dl with his normal readings being 130-200 mg/dl. He stated his symptoms was thirst. He said he corrected his elevated blood glucose by giving himself a bolus of insulin and, if he didn't see it coming down within 2 hours, an injection of insulin. During troubleshooting, the patient stated he changes his infusion head set every 4 days and the tubing every 8 days. He was advised to change the head set every 3 days, and the tubing every 6 days per labeling. He stated he noticed the insulin infusion set tubing was separated at the luer lock. He stated he recently became aware of the recall on the tubing. He said he does not have any of the infusion sets to send back for evaluation. The patient did not require assistance from a healthcare professional or second party to address the issue.

Manufacturer narrative:
No product will be returned for evaluation.